Event description:
It was reported that guidewire detachment occurred. The 70% stenosed target lesion was located in the mildly tortuous and calcified left anterior descending artery. The 330cm rotawire was selected for use. After two runs with a 1.5mm rota burr at 160,000 rpm, the vessel was optimized. However, afterward, when the wire was being removed, it was noted that a small part of the wire had broken off and was left in the vessel. The physician did not think it necessary to remove. The patient did not experience any symptoms due to the wire detachment and was stable after the procedure.